Manufacturer narrative:
Batch review performed on 06 february 2023: lot: 2000481: (B)(4) items manufactured and released on 28-apr-2020. Expiration date: 2025-04-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review. Other device involved: gmk-sphere 02.07.1202r tibial tray fixed cemented # 2 r (k090988) lot: 2004704: (B)(4) items manufactured and released on 28-apr-2020. Expiration date: 2025-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for femoral and tibial implant loosening. At about 2 years from primary all devices revised.